Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting noise on the rv channel which resulted in 4-5 seconds of asystole. An inappropriate shock was also delivered. A revision procedure took place and a new rv pace/sense lead was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Approximately one month later, a review of numerous episodes indicated that the new rv pace/sense lead and device were again exhibiting noise and oversensing. The noise was spiky and sporadic with nonphysiologic intervals. The pacing impedance measurements were stable. Currently the suture around the pocket area was irritated and was being treated pharmaceutically. However, a culture for infection came back negative. One month following, the device was replaced and the rv lead remains in service, as access could not be gained to replace the rv lead. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.